Event description:
It was reported, the surgeon twisted too tightly on the screwdriver and it damaged some of the threads. Was able to complete but the instrument was damaged.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.